Manufacturer narrative:
On (B)(6) 2016 12:00 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
On (B)(6) 2016 10:23 am (gmt-5:00) added by (B)(6) ((B)(4)): the hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable had intermittent power. The hospital did not report any patient effects. On (B)(6) 2016 09:06 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(6) called me to discuss a certain situation that occurred during case. She stated that the hemopro 2 device kept working intermittently during entire case. Harvesting of vein took longer than usual, because of the on and off energy working during vein harvest. Customer feels it is the hemopro power cord, because nurse kept holding it in power supply box and it would continue to work. No patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable had intermittent power. The hospital did not report any patient effects. (B)(6) p.a. Called me to discuss a certain situation that occurred during case. She stated that the hemopro 2 device kept working intermittently during entire case. Harvesting of vein took longer than usual, because of the on and off energy working during vein harvest. Customer feels it is the hemopro power cord, because nurse kept holding it in power supply box and it would continue to work. No patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable had intermittent power. The hospital did not report any patient effects. (B)(6) called me to discuss a certain situation that occurred during case. She stated that the hemopro 2 device kept working intermittently during entire case. Harvesting of vein took longer than usual, because of the on and off energy working during vein harvest. Customer feels it is the hemopro power cord, because nurse kept holding it in power supply box and it would continue to work. No patient effects.